Event description:
It was reported that the rf arthroscopy probe sparked when turned on.

Manufacturer narrative:
Final device investigation of the rf arthroscopy probe revealed the damage to the insulation caused the device to not function properly. A piece of the insulation was found to have broken off the distal tip of the device. The device showed evidence of being run with too little irrigation fluid.